Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.

Manufacturer narrative:
The device was received by the resmed technical service center in (B)(6) and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to the flow sensor value outside of it's expected range. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (b(4) that while an astral device was being configured for patient use, it failed to complete its internal self-test. The device was not in use when the fault occurred, therefore, there was no patient involvement.